Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device carefusion application (cfnapp) was not launching and remote support service (rss) was online. A field service engineer (fse) contacted a technical support specialist (tss) for assistance with launching the application. The tss dialed in, corrected the remote support service (rss) configuration, encrypted the database after moving it to the d drive, and set it to simple recovery mode to resolve the issue. The tss also configured the maintenance schedule in rss. Escort confirmed that the station was communicating with the server and successfully booting into the application. The system functioned as intended after the field service engineer and technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es mcaws12 carefusion application (cfnapp) was not launching and remote support service (rss) was online. The station was currently stuck on a blue screen and attempted to reboot the unit does not resolve the issue, as the problem persisted after restart. However, there were no delays or adverse events or injuries reported based on this event.